Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic wedge resection, the stapler was not able to fire. The surgeon was able to squeeze the handle and press the green button. The surgeon used another device to complete the case. There was no patient injury.